Event description:
A 5mm diameter x 17 mm length bridge x3 biliary stent was inserted into a pt for treatment of an unknown lesion in 2003. Vessel morphology is unk. It was reported that the physician had trouble moving the stent delivery system through the sheath; therefore, the physician decided to remove the device. While attempting to remove the delivery system from the sheath, it was reported that the stent came off of the balloon and remained in the sheath. The pt was treated with another manufacturer's stent. No clinical sequelae were reported. And the pt is reported to be fine. Analysis of the stent delivery system has been completed. The device was returned with a 7 f cook sheath. A guidewire was inserted into the sheath in order to push the stent out. There were uniform stent impressions on the balloon, and there were no obvious indications of stent non-adherence. As received, the distal end of the stent was slightly flared, which may have contributed to the stent dislodgement; however, it is unk if this flare was created during mfg or in the field.